Event description:
The customer reported that the system intermittently failed to boot and exhibited intermittent functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service represents performed an onsite investigation. The single board computer (sbc) pcb and hard disk drive were evaluated and replaced. The system software and calibrations were also reloaded. The system was tested and found to be working as intended and returned to service.